Event description:
During an endoscopic retrograde cholangiopancreatography procedure in the bile duct, the wire broke as the device was being bowed. The device was removed from the patient and the case completed with a second device. The patient is fine.

Manufacturer narrative:
Although the complaint has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.